Manufacturer narrative:
The console was not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was found that the fiber switch cable was loose requiring adjustment. Therefore, the reported allegation was confirmed. After the field service engineer performed the adjustment of the fiber switch cable, the issue was resolved, and the console worked as intended. This malfunction could have affected the device performance leading to the event experienced by the customer. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that before the procedure, the fiber switch wire plug was faulty; therefore, the laser console could not be ready, and the procedure was cancelled. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that before the procedure, the fiber switch wire plug was faulty; therefore, the laser console could not be ready, and the procedure was cancelled. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was found that the fiber switch cable was loose requiring adjustment and also laser alignment. Therefore, the reported allegation was confirmed. After the field service engineer re-plugged the fiber switch cable, the console worked as intended. As part of the activities performed by the fse considered as preventive maintenance, are the cable adjustment and energy alignment. So, this improper routine or preventative maintenance could has affected the device performance, leading to the reported event. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation.